Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The pharmacy called on behalf of 1 patient after receiving a discrepant inr result on coaguchek xs meter serial number (B)(4), when compared to a laboratory result using the dade innovin reagent method. The initial patient meter result was 4.1 inr and the laboratory result was 2.93 inr. On (B)(6) 2018 the patient's meter result was 4.3 inr and the laboratory result was 2.92 inr. The patient's therapeutic range was not provided. There was no allegation that an adverse event occurred. The patient had no change in their diet or liver damage. The meter has been requested for return.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.